Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, there were needles of different thicknesses (thin) mixed together. It was a control release needle. The reported product was used to complete the case by doctor's decision. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: the product involved was used as per the doctor's judgement, but there were no problems with the patient's progress thereafter. H3 investigational summary: the product was returned to ethicon for evaluation. One foil and one winding former both empty along with eight detached needles outside its packaging were received for analysis. Product code d10158 which is a control release and requires eight strands per packet. As per the condition of the returned sample could not be determined if the detached needles were found in the winding former. Furthermore, marks that appear to be caused by a surgical instrument were observed on the body needle, therefore the diameter test could be not performed. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.